Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump squirted out insulin and alarmed. The blood glucose was not known. The insulin pump had not been dropped or bumped and the drive support cap appeared normal. It was advised that the customer disconnect from the insulin pump and revert to a back up plan per a health care practitioner's instructions. It was advised that the insulin pump would be replaced.

Manufacturer narrative:
The pump gave an alarm during the prime test due to moisture damage on the force sensor. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip and minor scratches on the lcd window.